Event description:
The customer's mother reported that her son is now off the omnipod system due to "a high number of errors." (No specific pod failures were reported, however.) As a result of the pod errors, he "had ended up in the ER a couple times." Because of the mother's "thick accent", insulet customer support was unable to obtain any additional info about the issues that were experienced with the system or about the hospital events. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval - we are unable to confirm any pod "errors" that may have caused or contributed to a hypo- or hyperglycemic event requiring medical intervention. No specific pod issues were noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the ER visits. No conclusion can be drawn. No pod lot number was provided - a review of lot qualification records was therefore unable to be performed.